Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained. The customer's expected fasting blood glucose test result range is 120 to 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. During the call on (B)(6) 2017, a back-to-back blood test was performed by the customer non-fasting and produced test results of 118 and 154 mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 01/15/2018 and open vial date is within the month of (B)(6) 2017. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). She has not had any changes in her diet and exercise. She also takes her blood test fasting.